Event description:
It was reported that during the procedure, and before removing the scope, it was confirmed (via the monitor) that the distal cover was cracked and had detached from the scope. The physician reinserted the scope to attempt to retrieve the distal cover; however, the device could not be found. The device was inspected prior to use, and it was confirmed that there was no use of anti-fog or lens cleaner. Indigo carmine, gascon (defoamer), and urografin (contrast agent) were used during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the distal cover was insufficiently attached to the scope. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in sections: chapter 3: section 3.5 ¿ prevention chapter 4: section 4.1 - detection this supplemental report includes information added to b5. Also, a correction has been made to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the during the therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure the distal cover was not attached to the tip of duodenovideoscope. Reportedly, the distal cover was not recovered as it fell out in the stomach and is expected to pass naturally through the gastrointestinal (gi) tract without additional intervention. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previous submissions. After further review of the additional information received, it was identified that an unexpected medical intervention was required. The physician reinserted the scope to attempt to retrieve the device; however, the device could not be found. Although the patient was instructed that the device was expected to expel from the body naturally, an unexpected medical intervention was performed in attempt to locate the device. Therefore, this reported event meets the criteria of a serious injury .

Event description:
The patient was informed that the distal cover was not collected and instructed by the physician to allow the device to excrete naturally.